Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Device analysis revealed shaft cracked 2.7cm from the distal tip. There is a shaft kink 2.7cm from the distal tip and the tip is damaged. No other issues or defects were observed during product analysis of the returned device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on 07dec2017. It was reported that shaft kink and difficulty engaging target vessel occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid and proximal right coronary artery (rca). A mach1 guide catheter was selected for use. During a percutaneous coronary intervention (pci), tortuosity was severe and when the device was inserted, it was kinked and could not be engaged. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a shaft cracked 2.7cm from the distal tip.